Event description:
The customer has reported the voice communication between the operator and pt is not working, auto voice is not working either. Philips field service engineer (fse) has replaced gantry microphone board assemblies and audio boards. There is no reported harm to a pt or an operator as a result of this issue. Philips fse determined that the audio system failing to operate was the result of failed audio components in the gantry.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).